Event description:
It is reported that during a revision for infection, cracks were noticed on the trilogy liner.

Manufacturer narrative:
Info was rec'd from a journal article. Eval summary: a revision surgery was performed 4.11 yrs after a primary tha. A 28 mm longevity liner was explanted during the revision. The paper claims a single crack was found within the anti-rotations notches in the rim based on fiber optic illumination and confirmed with sem analysis of the fracture surfaces. Despite the crack, the liner was fully intact and fully functional at the time of the revision. No photographic evidence for this crack in this particular liner was provided. The text of the article is the only source of info available for review at the time of this complaint. Surgical notes, x-rays or parts were not available for examination. The article does not describe the method or tools used to implant or explant the liner. The lack of returned parts makes it difficult to confirm the findings stated in the article. Further, only a single crack is reported from this liner which was in-vivo for over 4 yrs. It cannot be determined when this crack initiated from the info provided but the fact it is reported as being shallow tends to suggest it is a blemish, a new crack, a slow growing crack or an arrested crack. From the info provided in the article regarding this case, it is not possible to confirm the cause of the alleged cracks in the longevity liners. At this time no design issue is defined from the evidence provided in this article. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.